Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's left superficial femoral artery angioplasty procedure from right retrograde puncture, the balloon would not maintain pressure under inflation. The user of the device was "unhappy with the performance of the device". It was noted that imaging identified leakage (contrast) from the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.